Manufacturer narrative:
(B)(4)

Event description:
It was reported that high, out of range pacing lead impedance was observed. The pacing and shocking integrity of the lead were normal. The physician plans to monitor the patient. The lead remains implanted.